Event description:
It was reported that the patient experienced loss of pressure in the balloon due to possible urethra atrophy with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and anew 5.0cm aus cuff and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Correction: this report is a duplicate to report 2183959-2019-65368.

Event description:
It was reported that the patient experienced loss of pressure in the balloon due to possible urethra atrophy with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and anew 5.0cm aus cuff and balloon was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.